Event description:
Literature article titled "osteomyelitis mimicker: expanding the known presentations of breast implant¿associated anaplastic large cell lymphoma" reported "chest pain and right breast erythema". Events reported include "contrast-enhanced CT of the chest was performed and demonstrated a soft tissue collection in the medial right breast", "there was also direct invasion of the sternum with associated bony destruction", "us demonstrated a heterogeneous complex cystic and solid mass in the inner right breast, corresponding to the CT finding", "mild skin thickening and increased vascularity on color doppler imaging". "14-gauge core biopsy samples were obtained", "pathologic analysis demonstrated fibroadipose tissue and skeletal muscle with inflammatory and suppurative change and necrosis, which is most suggestive of an abscess", "surgical pathology demonstrated no bacterial growth", "mild leukocytosis and elevated c-reactive protein", MRI demonstrated "a heterogeneously enhancing mass without a drainable fluid collection. Bony destruction and enhancement of the sternum was noted". Implants were removed with "capsulectomy and debridement of the right breast mass", "cytologic analysis of the right breast mass and implant capsule demonstrating abnormal cd30+ t-cell lymphocytes, compatible with breast implant¿associated anaplastic large cell lymphoma (bia-alcl).", " stage ii disease extends beyond the capsule as in this case". This record is for the right side. Histopathology provided cd30+, but alk- was not provided. Device was explanted.

Manufacturer narrative:
Article citation: elijah burton, lindsay miner, osteomyelitis mimicker: expanding the known presentations of breast implant¿associated anaplastic large cell lymphoma, journal of breast imaging, volume 7, issue 4, july/august 2025, pages 510¿512, https://doi.org/10.1093/jbi/wbaf017. Additional contact: (B)(6). The events of lymphoma-alcl-suspected, breast mass and necrosis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphoma-alcl-suspected, breast mass, necrosis.